Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (b)6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient had heart surgery in (B)(6) 2019, and ever since then, the patient¿s device has not been giving him any relief. The patient has not had any falls or accidents. It just stopped working. Aconnectivity check showed that lead 0-7 was out and impedances were greater than 10,000 ohms. The patient was reprogrammed on lead 8-15, and the patient reported pain relief. There were no further complications reported or anticipated.